Event description:
Customer reports receiving results of 490mg/dl and 180mg/dl on the same device within 1 minute. Customer reports taking 50 units of n insulin and 45 units of r insulin based on result of 490mg/dl. Customer reports that approx an hour after taking the insulin, he began to feel symptoms of hypoglycemia and tested 147mg/dl. He reports drinking tea and eating to feel better. No quality controls were used. Requested return of suspect device and replacement was sent.